Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead had high impedance at several different locations. Capture thresholds were also elevated. The physician had concerns about the lead, so it was removed and replaced. No patient complications have been reported as a result of this event.